Event description:
On 8/aug/2023, it was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) expired while in the hospital. There were no reported allegations that the death was related to any product related issues. In fact, it was reported it is unknown of the patient expired on the fresenius cycler. He cause of death was also unknown. Additional attempts were made to gather more information about the nature of the patient¿s death. However, no additional information could be obtained.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023, it was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) expired while in the hospital. There were no reported allegations that the death was related to any product related issues. In fact, it was reported it is unknown of the patient expired on the fresenius cycler. He cause of death was also unknown. Additional attempts were made to gather more information about the nature of the patient¿s death. However, no additional information could be obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: based on the available information, there is no known temporal relationship, allegation, or objective evidence that a fresenius device or product issue caused or contributed to a serious patient harm or injury.

Event description:
On (B)(6)2023, it was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) expired while in the hospital. There were no reported allegations that the death was related to any product related issues. In fact, it was reported it is unknown of the patient expired on the fresenius cycler. He cause of death was also unknown. Additional attempts were made to gather more information about the nature of the patient¿s death. However, no additional information could be obtained.